Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after billroth ii operation, the complete staple line was opened and was found not stapled. Second operation was necessary to close the open staple line. The surgeon close the stomach with another device. The event lead to extended hospital stay and patient lies on intensive care unit.